Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient experienced a hypoglycemic event on 15 aug 2021. The event caused her to lose consciousness and fall, resulting in a fracture of the second metatarsal bone in her left foot, as well as a lisfranc's sprain and left foot pain. She was admitted to the emergency department where an x-ray was performed around 11:00 pm. At the time of the event, the patient was using an insulin pump in auto mode. The hypoglycemic episode was witnessed by her husband. The patient required subsequent medical care at ankle and foot centers, where she had a below-knee compression cast applied and was required to wear a cam boot. She attended several follow-up visits for treatment until (B)(6) 2019. The patient stated that she did not know the device was defective at the time. No further information available.